Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope experienced a reprocessing error ("tried washing 5 times but it didn't work"). There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube and light guide lens has foreign object. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.